Event description:
Pt experienced withdrawal symptoms and reported to the physician on (B)(6) 2011. On interrogation, the pump was in the safety mode. The log files showed that the battery was low. Drugs delivered via the pump were bupivacaine, dilaudid and fentanyl. The pump was replaced. Pt outcome was reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump revealed a motor corrosion and feedthru anomaly.